Event description:
It was reported that the customer complained about experiencing higher blood glucose levels than usual. Customer changes the infusion set and reservoir every 3 days and issues occurred with infusion sets from different boxes. During troubleshoot; the tubing has no air bubbles and no insulin leaks were was found. Insulin did exit the tubing with manual prime. Time, date, basal rates are set up correctly. Insulin pump passed the tests. No delivery alarms found in the history. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.